Event description:
The patient was hospitalised with diagnosis of "rupture of the acetabular ceramic insert" and underwent a revision surgery during which the aforesaid prosthesis was replaced;

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Review of provided medical records and x-rays was not able to verify any depuy product contribution to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: on november 28, 2007 a right hip surgery at the (B)(4) hospital, during which she was implanted with a pinnacle acetabular cup, a biolox ¿ delta ceramax ceramic insert, a corail femoral stem and a biolox ¿ delta articuleeze ceramic femoral head . -on may 31, 2009 the patient was hospitalised at the same hospital with diagnosis of ¿rupture of the acetabular ceramic insert¿ and, on june 1, 2009, underwent a revision surgery during which the aforesaid prosthesis was replaced; -according to the patient¿s lawyer, the aforesaid rupture would be imputable to the ¿bad quality¿ and/or ¿defectiveness¿ of the prosthesis. Aug 20 2013 - update - translation of medical documents received, and attached. Complaint being reopened. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Product code 136536320, work order (B)(4) was manufactured on 06 september 2007. (B)(4). Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined through depuy (B)(4) investigation. Returned product will have a product analysis conducted by the supplier. Should further information come available that impacts the findings in this investigation it will be reopened.